Event description:
Mid circ. Stented with cypher stent in 2005. Pt dc home the next day. Readmitted 2 days later with mi from thrombosis stent. Multiple complications: retroperitoneal bleed, respiratory failure, chf transferred to another outside acute care hospital 6 days later.